Event description:
It was reported that the device exhibited battery communication and plunger not reading syringe error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper seals on the bottom case and plunger case were missing, and the right plunger case was cracked. The devices event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, the device was powered up and a syringe tester was performed. Upon power up, battery communication timeout was found, and was unable to load syringe properly due to the loose and rotated plunger assembly. The battery communication timeout error was due to contamination on the mainboard. The plunger assembly was loose and rotated due to both carriage screws being loose due to normal wear. To address the issue the mainboard was replaced, and the screws were tightened up, the device then passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.